Event description:
It has been reported to philips that there were connection problems with the wireless x-ray pedal. The battery is charged and the display for the radio signal is lit red. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred, and the customer was using the wired footswitch. The status of the wi-fi (led) indicator on the wireless footswitch (wfs) was red. A philips field service engineer (fse) inspected the system onsite and identified that there was an intermittent wfs connection problem. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. A failure analysis test was performed on both the wfs and the wfs base station. The tests determined that there were no issues with the wfs and the base station. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.